Event description:
It was reported that this left ventricular (lv) lead presented loss of capture at the moment of implant because lead had difficult to be placed due to patient anatomy issues. They left the lead and monitor if the measurements improved, but they did not. Lead was explanted later on. Patient was hospitalized and epicardium lead was placed. Device will not returned as it was surgically abandoned. No additional adverse patient effects were reported.